Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the device that secures the alignment guide onto the g7 curved cup impactor broke at the tip when it is tightened. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 positioning guide rod, part # 110018822 from lot zb160801, was returned and evaluated against the complaint. The lot on the returned rod was verified to match the complaint. Visual inspection found the tip of the guide rod to be fractured. The fractured piece was not returned. Scratching was observed on the head of the rod. The threaded portion of the shaft did not show signs of damage. Scuff rings are present around the shaft. Optical images of the fracture surface show river line artifacts and a hinge suggesting that the device fractured due to bending overload. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.